Manufacturer narrative:
Materials science evaluation of the returned devices confirms impingement and corrosion. Stereomicroscopic examination was performed on the bearing surfaces and taper connections of the implants and scanning electron microscopic (sem) examination was performed on the taper surface of the femoral head bore. During stereomicroscopic examination the extent of visible signs of fretting corrosion on the taper surfaces of the femoral neck and the femoral head bore were qualitatively assessed using the qualitative criteria for corrosion and fretting scores scheme developed by goldberg et al.1. It was assigned a corrosion and fretting score of 4 according to the golberg criteria. Medical records were provided and reviewed. Progress note from (B)(6) 2012 references x-ray showing modest periprosthetic resorption in correspondence with the proximal third of the femoral stem. Review of x-ray provided from (B)(6) 2012 confirms this previous statement. The radiology report was provided for this x-ray and states there is an additional amount of structural resorption with marked demineralization in the external peritrochanteric region of the femur and the subtrochanteric region. Radiologic picture indicative of loosening in prosthesis with non cemented stem. Progress note from (B)(6) 2012 also states a bone scintigraphy was done and showed a hot spot at the greater trochanter and upper third of the femoral diaphysis; this is suggestive of infection or loosening; no signs of infection present. Serum and plasma cobalt levels were taken on (B)(6) 2012 and were 60.52 microgr/l and 33.12 microgr/l respectively. Serum and plasma cobalt levels were again taken on (B)(6) 2012 and were 36.23 microgr/l and 35.58 microgr/l respectively. After removal of the mom articulating implant serum and plasma cobalt levels were again taken on (B)(6) 2012 and were 9.50 microgr/l and 0.92 microgr/l respectively. It is likely that the patient had an adverse reaction to the mom articulation, leading to the observed findings. A search of the complaints databases finds no other similar reports against the provided (contributing) product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned although it was initially reported they would be. Several follow up attempts were made for additional event information as well as product return. No additional information was obtained. A search of the complaints databases and/or a review of device history records was not possible as the necessary product/lot code combinations were not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Materials science evaluation of the returned devices confirms impingement and corrosion. Stereo-microscopic examination was performed on the bearing surfaces and taper connections of the implants and scanning electron microscopic (sem) examination was performed on the taper surface of the femoral head bore. During stereo-microscopic examination the extent of visible signs of fretting corrosion on the taper surfaces of the femoral neck and the femoral head bore were qualitatively assessed using the qualitative criteria for corrosion and fretting scores scheme developed by goldberg et al.1. It was assigned a corrosion and fretting score of 4 according to the golberg criteria. Medical records were provided and reviewed. Progress note from(B)(6) 2012, references x-ray showing modest periprosthetic resorption in correspondence with the proximal third of the femoral stem. Review of x-ray provided from (B)(6) 2012, confirms this previous statement. The radiology report was provided for this x-ray and states there is an additional amount of structural resorption with marked demineralization in the external peritrochanteric region of the femur and the subtrochanteric region. Radiologic picture indicative of loosening in prosthesis with non cemented stem. Progress note from (B)(6) 2012, also states a bone scintigraphy was done and showed a hot spot at the greater trochanter and upper third of the femoral diaphysis; this is suggestive of infection or loosening; no signs of infection present. Serum and plasma cobalt levels were taken on (B)(6) 2012 and were 60.52 microgr/l and 33.12 microgr/l respectively. Serum and plasma cobalt levels were again taken on (B)(6) 2012 and were 36.23 microgr/l and 35.58 microgr/l respectively. After removal of the mom articulating implant serum and plasma cobalt levels were again taken on (B)(6) 2012 and were 9.50 microgr/l and 0.92 microgr/l respectively. It is likely that the patient had an adverse reaction to the mom articulation, leading to the observed findings. A search of the complaints databases finds no other similar reports against the provided (contributing) product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient underwent a total revision hip prosthesis due to aseptic dislodgement of the stem in proximal area. The surgeon believes that there may be debris caused by contact of neck and femoral head.